Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. Visual evidence provided by the site revealed damage to the outer sheath of the driveline cable close to the driveline exit site. Visual evidence also revealed discoloration of the outer sheath. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that disinfectant entered the driveline scratch. It was also reported that one of the two damages to the driveline had spread.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. Visual evidence provided by the site revealed damage to the outer sheath of the driveline cable close to the driveline exit site. Visual evidence also revealed discoloration of the outer sheath. As a result, the reported new driveline damage and disinfectant entering the driveline events were not confirmed. The driveline damage close to the exit site was confirmed. A driveline sheath repair was not able to be performed due to the proximity to the driveline exit site. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came into the clinic and while there it was reported that there was possible damage to the driveline.  The damage was found to be close to the driveline exit site and unknown if it could be repaired. It was found that there were two cracks about 1.5cm from the driveline exit site and about 8 mm long. Upon evaluation of the driveline it was found that the driveline sheath repair could not be done as it was too close to the driveline exit site.  No alarms were observed. The driveline has been fixed with a foley anchor and will be monitored periodically.  The driveline remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a new scratch on the driveline of the patient, were noticed from the original ones, the 2 new scratches were confirmed inside the body due to existing scratches. The new scratch was observed, but it was barely visible to the naked eye, as the days went by it was visually confirmed. Currently, there are no alarms ringing, but there is a plan to analyze it after sharing the latest log file. Also, the new scratch site is within 2 inches of the driveline exit site, just like the existing scratch, so it is not subject to repair.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. Visual evidence provided by the site revealed damage to the outer sheath of the driveline cable close to the driveline exit site. Visual evidence also revealed discoloration of the outer sheath. As a result, the reported disinfectant entering the driveline events were not confirmed. The driveline damage close to the exit site was confirmed. A driveline sheath repair was not able to be performed due to the proximity to the driveline exit site. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the new damage to the driveline outer sheath was likely a progression of previously reported damage. The most likely root cause for the reported disinfectant entering the driveline can be attributed, but not limited, to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.